Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft / serial #: (B)(4)/ model #: 1125 / expiration date: 2022-08-31, (B)(4), mfg date: 2017-08-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, a cut was observed in the outflow graft near the attachment site of the bend relief clamp. The outflow graft was removed from the pump and the damage section was cut off, and the outflow graft was reattached. In addition, the outflow graft strain relief had a broken screw head due to overtightening. The product was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the strain relief associated with pump implant kit (B)(4) and outflow graft (B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated device, pump implant kit (B)(4), and component, outflow graft (B)(4), met all requirements for release. The reported event of observed cut in outflow graft was confirmed through supporting evidence provided by the site, in the form of a photo of mentioned outflow graft with associated tear. The additional reported event of broken screw head on outflow graft strain relief due to overtightening was not confirmed because the component was not returned, and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event of a broken screw head on the outflow graft strain relief. An internal investigation was opened in effort to evaluate broken clamp screw events. Potential root causes of broken clamp screws can be attributed to assembly technique in the field and/or a non-torque limiting hex driver which could allow for excessive torque to be applied when tightening. An internal investigation was initiated to evaluate tears in the outflow graft near the outflow of the pump under the strain relief. Based on this investigation, the most likely root cause of tears/cuts in the outflow graft has been attributed to design deficiencies. Additional products: outflow graft / serial #: (B)(4). If information is provided in the future, a supplemental report will be issued.